Event description:
It was reported that during a rotator cuff repair procedure using multifix knotless fixation device, the tip of the implant tip when it was hammered into the bone. Th broken piece was too deep in the bone hole to be extracted, so it was abandoned in the bone. The procedure using an additional multifix knotless implant, however per surgeon, this was not a tight repair because pulling the sutures moved the implant. There were no significant delays or patient complications reported as a result of this event.